Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited error e228 and e226 scope communication error when connected to the processor. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6. H11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed due to damage on the plug unit, b30 scope communication error due to corrosion on plug unit, e217 scope error due to corrosion on plug unit, and circuit board unit in scope connector was dirty due to water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited error e228 and e226 scope communication error when connected to the processor. The event occurred during inspection for use. There were no reports of patient involvement.